Event description:
Caller reported experiencing a cartridge alarm 20 with their device. There was no adverse impact to the customer's blood glucose level as the caller declined to answer questions about bg levels exceeding 500 mg/dl. Earlier in the day, the customer loaded a new cartridge and was able to resume insulin therapy, successfully resolving the issue. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.